Event description:
It was reported shocking or jolting sensation. The hcp indicated patient seemed to have severe shocking whenever a programming change was made in the office. The hcp stated recently when patient was in the office, the time was updated and patient had a severe shocking incident. The patient's shocking sensation was in the head location and patient had gone gray for a few minutes. The shocking only occurred while patient was in the office whenever changes were made. Current impedance measurements were reviewed and were normal. The hcp noted that impedances were all normal and x-rays were taken in (B)(6) 2010 and were ok. The patient also had entire system replaced months ago due to shocking, but it had reoccurred with new the implant. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).